Event description:
It was reported that a smiths medical cadd solis pump had a downstream occlusion. No adverse patient effects were reported.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Functional testing was performed. The operator was unable to duplicate the customer's stated problem. Testing was performed and the device passed all testing with no issue with downstream occlusion sensor and no evidence related to downstream occlusion issues occurred in an event history log. The downstream occlusion seal had a bubble. Therefore, it's recommend to replace the downstream occlusion seal as a preventive measure.